Event description:
It was reported that the pump displayed error 1870. Replacing the batteries did not resolve the issue, and the pump powered off before the infusion was complete, resulting in under delivery. The patient contacted her physician. The medication was 5-fu (fluorouracil), programmed at 3 ml/hour. The remaining volume was 133.7 ml, and 2.7 ml had been delivered. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.